Manufacturer narrative:
Investigation of this complaint found that a use error occurred at 11:01am on (B)(6) 2017, when a user affirmed in the instrument software that the reagent concentration in bottle 6 (ethanol) was to be set to the default value of 100%. Bottle 6 (ethanol) was removed from the instrument for three (3) seconds which is insufficient to replace the reagent. The actual reagent concentration remained unchanged at 78.92%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 6 (ethanol) was used for the final dehydration/clearing steps of eight (8) protocols from which the sub-optimal tissue processing was derived: "factory 4hr xylene standard" started in retort b at 11:13am on (B)(6) 2017; "factory 8hr xylene standard" started in retort a at 13:32pm on (B)(6) 2017; "factory 8hr xylene standard" started in retort a at 11:04am on (B)(6) 2017; "factory 4hr xylene standard" started in retort b at 11:05am on (B)(6) 2017; "factory 8hr xylene standard" started in retort b at 22:54pm on (B)(6) 2017; "factory 4hr xylene standard" started in retort b at 10:28am on (B)(6) 2017; "factory 8hr xylene standard" started in retort a at 13:58pm on (B)(6) 2017 and "factory 4hr xylene standard" started in retort b at 22:41pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated as designed specification during the execution of each of the eight protocols between 11:13am on (B)(6) 2017 and 02:39am on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 11:01am on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that "tissue was over processed". Information provided by the laboratory indicates that "most of the tissue was undiagnosable" and the laboratory "was uncertain if patients would have to be re-biopsied, it would be up to the clinician". On 09 february 2017, the field support specialist (fss) advised leica biosystems (B)(4) that "final word on the tissue status is one case was not diagnosable. They sent that case to (B)(4) for further testing and (B)(4) was unable to make a diagnosis. At this time, the lab manager did not know what the plan was going forward regarding if a re-biopsy of the patient of is needed. I asked several time about more details, specifically the patient demographics and I never received the information. I believe they were avoiding providing the detailed information".

Manufacturer narrative:
The initial 30-day FDA 3500a report, adverse event and/or product problem was incorrectly marked as product problem and type of reportable event was incorrectly marked as malfunction. This error has been corrected in adverse event and/or product problem as adverse event and type of reportable event as serious injury of the follow-up #01 30-day FDA 3500a report.